Event description:
It was reported, that 2 months ago the pt's implant became noisy and hearing loudness decreased continuously. Exchange of external parts did not solve the problem. Testing confirmed that the implant had malfunctioned.